Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 52 mg/dl. The customer stated that, the insulin pump was completely discombobulated. The blood glucose was 112 mg/dl and sensor glucose was 97 mg/dl. Yesterday the blood glucose was 216 mg/dl. The blood glucose went down after giving manual injection. The sensor glucose value provided 92 mg/dl and 81 mg/dl. The low blood glucose was treated with the glucose tablets and declined troubleshooting for it. The device is not expected to be returned for analysis.